Event description:
The patient was discovered unconscious at home by a family member and was brought to the hospital where an imaging procedure was performed. Imaging showed that the aneurysm sac appeared to be enlarged and component separation. The patient has refused further treatment. Review of imaging supplied shows a separation between a zfen-d and zfen-p grafts.